Manufacturer narrative:
(B)(4). Conclusions: based on the complaint history, the root cause of the event has been determined to be due pt's anatomy and surgeon's preference and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens into the pt's right eye. After lens insertion the surgeon decided to remove the lens and implant an anterior chamber lens. Surgeon changed her mind. There was no problem with the lens. It was due to pt's anatomy and surgeon's preference. The incision was not enlarged, sutures used to close the wound.